Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cs300 intra aortic balloon pump (iabp) had electrical test fails code#50. There was no patient involvement and no adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, checked and confirmed that the motor controller pcb was defective. The motor control board (arranged by the customer) was replaced with another one, after which the machine was tested and found to be working satisfactorily. The unit was observed for a few hours and found to perform without issues. The machine was then handed over to the end user in good working condition.

Event description:
N/a

Event description:
It was reported by the customer during routine check that the cs300 intra-aortic balloon pump (iabp) had an electrical test fails code#50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.